Event description:
It was reported that the tubing of a solution set with duovent separated from the y-set. It was not specified when in the process this occurred. There was patient involvement; however, there was no patient injury or medical intervention reported. Additional information was requested and is not available. This is report 1 of 3.

Manufacturer narrative:
(B)(4). The device was not returned to baxter; therefore an evaluation could not be performed. Should additional relevant information become available a supplemental report will be submitted. (B)(4).